Event description:
Procedure type: lap totally extraperitoneal hernia repair. According to the reporter: the kidney shaped balloon detached from it's trocar and fell into the abdominal cavity. It was recovered with some difficulty but no blood loss or harm to patient. In the same operation the structural balloon trocar did not inflate and a second device was required to keep the space open. Retrieved the balloon from the abdominal cavity. Operation proceeding successfully (after new structural balloon used) no harm to patient. Patient outcome: operation complete with no adverse outcome for patient. Additional information: the disengaged balloon was retrieved using graspers, the operation was not extended beyond thirty minutes, there were no other adverse event and I have sent back everything they gave me which was wrapped up.

Manufacturer narrative:
(B)(4).